Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: investigation summary physical devices have been received in monument. Due to a sterilization issue, the devices were quarantined and are still pending release as part of the non-conformance process. Upon release of the devices and receipt at the analysis site of customer quality, this investigation will be updated to reflect the actual device evaluation. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a hardware removal due to a broken plate and screw. The patient initially had a right foot first metatarsal phalangeal fusion, and second and third tarsometatarsal fusion where a variable angle (va) locking compression plate (lcp) forefoot / midfoot plate was implanted on (B)(6) 2018. Around the beginning of (B)(6), an infection of the distal interphalangeal joints (dip) fusions around the kirschner wire( k-wire) was detected. There was no allegation with the non-synthes k-wire and the infection was resolved. On (B)(6) 2018 an x-ray was taken that showed the first variable angle locking compression (lcp) metatarsophalangeal (mtp) fusion plate was broken and one (1) middle cortical screw in the medial variable angle lcp(tmt) fusion plate was broken. All hardware in the patient¿s foot was successfully removed. It is unknown if there was a surgical delay reported. Concomitant devices reported: 2.4/2.7mm va-lcp tmt fusion plate (part# 02.211.266, lot# unknown, quantity# 1,) 2.4/2.7mm va-lcp t-fusion pl 2 hole head/standard (part# 02.211.254, lot# unknown, quantity# 1,) 2.7mm va lck screw slf-tap (part# 02.211.016, lot# unknown, quantity# 2,) 2.7mm va lckng screw slf-tpng with t8 stardrive recess 18mm (part# 02.211.018, lot# unknown, quantity# 2,) 2.7mm va lckng screw slf-tpng with t8 stardrive recess 20mm (part# 02.211.020, lot# unknown, quantity# 1,) 2.7mm va lckng screw slf-tpng with t8 stardrive recess 22mm (part# 02.211.022, lot# unknown, quantity# 1,) 2.7mm crtx scr s/tap t8 12mm (part# 202.872, lot# unknown, quantity# 1,) 2.7mm cortex screw slf-tpng with t8 stardrive recess 16mm (part# 02.876, lot# unknown, quantity# 3,) 2.7mm cortex screw slf-tpng with t8 stardrive recess 18mm (part# 202.878, lot# unknown, quantity# 3,) 2.7mm cortex screw slf-tpng with t8 stardrive recess 22mm (part# 202.882, lot# unknown, quantity# 1,) 1.5mm cortex screw self-tapping 12mm (part# 200.812, lot# unknown, quantity# 2,)

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: 2.4/2.7mm va-lcp tmt fusion plate (part# 02.211.266, lot# h397643, quantity# 1,) 2.4/2.7mm va-lcp t-fusion pl 2 hole head/standard (part# 02.211.254, lot# 7872816, quantity# 1,) 2.7mm va lck screw slf-tap (part# 02.211.016, lot# unknown, quantity# 2,) 2.7mm va lckng screw slf-tpng with t8 stardrive recess 18mm (part# 02.211.018, lot# unknown, quantity# 2,) 2.7mm va lckng screw slf-tpng with t8 stardrive recess 20mm (part# 02.211.020, lot# unknown, quantity# 1,) 2.7mm va lckng screw slf-tpng with t8 stardrive recess 22mm (part# 02.211.022, lot# unknown, quantity# 1,) 2.7mm crtx scr s/tap t8 12mm (part# 202.872, lot# unknown, quantity# 1,) 2.7mm cortex screw slf-tpng with t8 stardrive recess 16mm (part# 02.876, lot# unknown, quantity# 3,) 2.7mm cortex screw slf-tpng with t8 stardrive recess 18mm (part# 202.878, lot# unknown, quantity# 3,) 2.7mm cortex screw slf-tpng with t8 stardrive recess 22mm (part# 202.882, lot# unknown, quantity# 1,) 1.5mm cortex screw self-tapping 12mm (part# 200.812, lot# unknown, quantity# 2).

Manufacturer narrative:
Date of event is an unknown date in 2018. 510k: this report is for an unknown 3.5mm cortical screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent on (B)(6) 2018, the patient underwent surgery on their right foot; first metatarsal phalangeal (mtp) fusion, and second and third tarsometatarsal fusions utilizing plates and screws from the 2.7mm va-lcp forefoot midfoot set; second and third tarsometatarsal (tmt)osteotomies utilizing screws from a synthes stainless steel mod hand set; and second and third dip fusions utilizing non-synthes k-wires. The surgeon suspected possible malunion in the middle of (B)(6) after a follow-up appointment. X-rays taken on or around (B)(6) 2018 showed that the first mtp plate was broken and that one 3.5mm cortical screw in the third tmt plate was broken. Revision surgery occurred on (B)(6) 2018. Current patient status is unknown. This report is for an unknown 3.5mm cortical screw. This is report 2 of 2 for (B)(4).